Event description:
The customer states that one patient sample generated a false (B)(6) architect anti-hcv assay result of (B)(6). The sample generated a (B)(6) result by the pcr methodology. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4). Initial reporter: dr. (B)(6).

Manufacturer narrative:
No returns were available from the customer site for this evaluation. The evaluation began with the testing of retained material of reagent lot 06436li00 (which contains identical bulk as lot number 06431li00), which passed all release specifications for sale. The reagent was calibrated and control material tested met all specifications. Analytical sensitivity was tested by running two sensitivity panels (core only panel and ns3 only panel). The sensitivity panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (B)(4). The testing of these panels also generated results meeting all targeted values. Based on these data it was shown that the sensitivity performance of the assay/lot is not adversely affected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hcv assay package insert contains information to address the customer's current issue. All generated data demonstrates that the performance of the architect anti-hcv reagent, list number 6c37-25, lot number 06436li00 is not compromised. A product deficiency was not identified.